Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision was to address pain. No further information is available at this time. Update (B)(6) 2010: a report has been received from the sales rep which provides specific/additional detail regarding the patients revision surgery. Patient was revised to address loosening of the cup. Doi (B)(6) 2009 - dor (B)(6) 2010 (left hip).